Event description:
Orthopedic dr ordered MRI's for both feet. -lump on left ankle and plantar fascilitis with possible stress fractures- caused by cast that broke long ways on toes, crushing foot "like a hot dot." When cast removed, foot, red black, blue, white nearly to ankle. This was 4 weeks after cast incident. The male technician set left foot into brace and fastened it with velcro wrapping. It burned somewhat. The test took about 20-25 mins. Then he did the same thing with the right foot. About 15 mins into the test, my right foot was getting very hot. I asked for someone to come help me. There was no answer. I waited for a few minutes more and asked again. I waited a few minutes more and a lady answered and then the male technician came in. I asked him if I could just lift my foot as the bottom was really burning. He said basically, "no, or we will have to start the test over." When it was over, he said the test was ok although I did move a little bit. Before I got home, I had blisters on balls of the bottoms of both feet. The right one was the largest and most painful. I treated the blisters with antibiotic creams and kept gauze bandage on it. I used ice to relieve the pain as much as I could. I called the dr office. The MRI office called and insisted I come in to have the blisters checked. This was 5 days later and I knew they were all right. They wanted a dr and the tech to check. I went in, the dr said the blisters were ok. The tech came in and said he would contact ge technicians about this. They took pictures of both feet. I saw the dr at that office again after much foot pain. This was the following month, and he spent about an hr checking both feet. He took pictures of them again. Since the swelling was still considerable on balls of feet, he told me to go to bed with feet elevated higher than my heart. When the swelling goes down. After 10 days, it has barely changed. I am to get fitted for orthotics -which take 2 1/2 weeks to be ready and get special shoes. I am sole caretaker of husband who has congestive heart failure and short term memory problems. This past month or more has been very difficult for me to keep up with routine things. My right foot is the most painful with plantar fasciitis and has the most swelling also. When I drive, of course this is the foot I must use. Aa representative, rep from the MRI place called and said they were investigating this and would let me know something as soon as they do. I apologize for the length, but hope this is mostly clear. Rep . Event abated after use stopped or dose reduced? Yes